Manufacturer narrative:
Complaint conclusion: as reported, the pusher of a 6/7f mynxgrip vascular closure device (vcd) got stuck in the system; therefore, could not press on balloon. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device and advancer tube were inspected prior to use, and there was no damage noted to the advancer tube. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was mild presence of calcium in the vicinity of the puncture site. The procedure was an intervention with an antegrade approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock opened. A cordis procedural sheath was on the catheter and blood was noted in the procedural sheath. The sealant remained in the manufactured position, exposed to blood; and the advancer tube was found inside the outer cartridge tubing. In addition, the balloon was observed to be completely deflated. The device was inspected for damages that may have contributed to the reported event, and no visual damages or anomalies were observed. Per functional analysis, a simulated deployment test to ensure functionality of the returned device was performed. The shuttle was advanced completely without issue, and the advancer tube was observed properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Visual inspection at high magnification showed that the sealant remained in the manufactured position, exposed to blood, and the advancer tube was found inside the outer cartridge tubing. A product history record (phr) review of lot f2202503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿failure to deploy - advancer tube¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, the exact cause of the failure to deploy issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, the reported failure experienced by the customer may have been caused by an incomplete engagement of the advancer tube during the shuttle down step, especially since the device passed functional analysis and performed as intended per the IFU. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the sheath/shuttle retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2202503 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the pusher of a 6/7f mynxgrip vascular closure device (vcd) got stuck in the system; therefore, could not press on balloon. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was inspected prior to use. The advancer tube was inspected prior to use. There was no damage noted to the advancer tube. A 6f non-cordis sheath used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was mild presence of calcium in the vicinity of the puncture site. The procedure was an intervention with an antegrade approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the pusher of a 6/7f mynxgrip vascular closure device (vcd) got stuck in the system; therefore, could not press on balloon. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was inspected prior to use. The advancer tube was inspected prior to use. There was no damage noted to the advancer tube. A 6f non-cordis sheath used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was mild presence of calcium in the vicinity of the puncture site. The procedure was an intervention with an antegrade approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.